Event description:
During a procedure to place a feeding tube, the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. The tip of the endoscope was placed inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the floppy tip of the wire guide. The endoscope and snare were removed simultaneously in an effort to advance the wire guide out of the patient's mouth. This is performed, so that the wire guide is protruding from both the patient's mouth and incision site. This is necessary for feeding tube placement. After successfully placing the feeding tube, the physician experienced difficulty removing the wire guide. When pulling the wire guide through the cannula towards the patient's mouth, the outer coiled cable of the wire guide reportedly "unraveled and stretched". The user then attempted to remove the wire guide by manually pulling the wire guide out of the cannula at the incision site. Resistance was encountered and removal of the wire guide from the cannula and incision site was unsuccessful. The endoscope was inserted into the patient's stomach and forceps were used to remove the wire guide. Although the endoscope and forceps were used to finish removing the wire guide from the patient, no portion of the wire guide required foreign body removal from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the used wire guide was not returned to cook endoscopy for evaluation. One sealed wire guide from the same lot was returned from the user facility for evaluation. As part of our evaluation, the wire guide device was returned to our approved wire guide supplier for evaluation. It was determined that the returned device was manufactured according to specification. A discrepancy or anomaly that could have contributed to the reported observation was not observed during the analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this information, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the wire guide was not returned for evaluation. After completing an evaluation of a sealed wire guide from the same lot, a definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: wire guide damage and removal difficulty can occur if the cannula is compromised. The instructions for use caution the user not to further tighten the snare after removal of the needle if using a snare wire around the needle cannula, because this may interfere with passage of the wire guide. If the cannula becomes compromised due to overtightening the snare, resistance in passing the wire guide through the cannula may be prohibited. Resistance of this nature can encourage an application of excessive pressure on the wire guide during use. The outer coiled cable of the wire guide reportedly "unraveled and stretched" while attempting to remove the wire guide after feeding tube placement. If the cannula is compromised and additional pressure is applied to the wire guide, perhaps in response to resistance encountered, this can cause stretching and unraveling of the outer cable of the wire guide. If additional pressure is applied to the outer cable of the wire guide itself, this could have caused the reported observation. Prior to distribution, all percutaneous gastrostomy sets are subjected to a visual inspection for device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified and the sealed device functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further corrective action warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.